Event description:
It was reported that insulin pump displayed a malfunction alarm that could be reset but returned after reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, confirmed malfunction recurred after reset, and pump was not replaced because it was out of warranty, with no additional information received regarding any further corrective actions.